Event description:
Customer reported unexpected negative reactions on the galileo using capture-r ready screen I and ii with a patient sample. The patient is a female who previously received rhig. Anti-d was identified using an alternate testing method. The sample was then tested on the galileo.

Manufacturer narrative:
Informed the customer that according to the package insert, "passively administered anti-d may fail to react by capture-r ready screen, even though the antibodies are detected by an alternate technique."